Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that they had experienced high and low blood glucose. The customer¿s blood glucose level was 40 mg/dl and 374 - 400mg/dl. The customer blood glucose was 198 mg/dl and the sensor glucose 400 mg/dl and the difference was not within limit. The customer was advised to monitor. The insulin pump will not be returned for analysis.